Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) failed to deflate during prep on the back table. The device was never actually introduced into the patient. Another unknown mynxgrip device was opened to complete procedure successfully. There was no reported patient injury. The balloon was prepped with 100% saline. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. A 5f cordis avanti sheath was used. The mynx vcd was used in diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) failed to deflate during prep on the back table. The device was never actually introduced into the patient. Another unknown mynxgrip device was opened to complete procedure successfully. There was no reported patient injury. The balloon was prepped with 100% saline. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of calcium in the vicinity of the puncture site. A 5f cordis avanti sheath was used. The mynx vcd was used in diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was not connected to the device, and it was returned with the stopcock opened. The sealant and advancer tube were returned in their manufactured positions, and the procedural sheath was not returned with the device. No other anomalies were observed. Functional testing was executed using a cordis lab syringe, and the condition of the balloon was tested. Results showed the correct inflation/deflation of the mechanism of the device, as expected. A product history record (phr) review of lot f2316411 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-deflation difficulty¿ was not confirmed since the returned device passed functional analysis. The exact cause of the deflation issue experienced by the customer could not be determined during analysis of the device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported, especially since the returned device passed functional analysis. However, handling factors are possible. According to the0 instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggests that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.